Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a hc leaking, this problem occurred during day dwell 1 of 1. The nurse (rn) stated, she noticed a puddle of clear liquid beneath where the hc sits. The rn stated the hc had also been alarming and the display showed "stopped day dwell". The rn stated the hc had been stopped for a while now. The technical service rep (tsr) explained that the hc will alarm every 30 minutes if any part of the therapy was stopped. The tsr also advised that the puddle of clear liquid could be solution leaking from a cracked cassette or defective part of the supplies. The tsr advised ending the therapy and starting over with new supplies. The rn stated she would need to contact the peritoneal dialysis rn for advice on what to do. The rn was to call back with any problems. No pt injury or medical intervention was reported. Baxter contacted the peritoneal dialysis nurse (pdrn) in 2009, to obtain additional info. The pdrn stated that she didn't know exactly what happened, however, she gave the pt name. The pdrn stated that the problem could have possibly been from caregiver error or possibly from a drain line leak. The pdrn also stated that antibiotics were not given. The pdrn stated, the pt had a stroke in march and was hospitalized. The pdrn also stated that the pt stopped peritoneal dialysis therapy two weeks earlier due to "health issues". The pdrn stated that the samples would have been discarded and the product code and lot numbers involved were unk. The pdrn stated that the pt was having "end of life issues".

Manufacturer narrative:
The pdrn did not know the initial reporter of the incident. The number provided by the reporter was a cell phone, therefore, baxter was unable to contact the reporter for additional info. The sample was discarded.